Manufacturer narrative:
Date of event: (B)(6) 2018. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc ID: (B)(4). Tw :(B)(4).

Event description:
It was reported via medwatch # (B)(4) that balloon deflation failure occurred. The target lesion was located in left pulmonary artery. A 2cm peripheral cutting balloon® was selected for use. During the procedure, the cutting balloon was inflated in the target lesion; however, it was not able to deflate. Another catheter was used to deflate the balloon. No patient complications were reported.